Event description:
Symptoms began a few months after implant surgery in 2005 starting with shingles, body rashes, feeling of unwellness, body aches, joint aches, extreme fatigue, brain fog, muscle weakness hypothyroidism, depression, suicidal thoughts etc. Reference report #mw5150393.